Event description:
Tech alleged that the stretcher reverse trendelenburg did not function. No pt impact.

Manufacturer narrative:
The tech found that the foot of the stretcher would not lower when the pedal was engaged. The trendelenburg offset plunger set screw was not tightened so the valve actuator would not engage. The tech positioned the offset plunger and tightened and set the screw to resolve the issue.